Manufacturer narrative:
The type of investigation coding has been updated.

Manufacturer narrative:
A retention meter was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek inrange meter serial number (B)(6). A sample from the patient was tested with the meter, resulting in a value of 3.20 inr. At an unknown time on the same day, a sample from the patient was tested in the laboratory using the stago method, resulting in a value of 2.40 inr. A sample from the patient was tested with the meter on (B)(6) 2024, resulting in a value of 4.5 inr. Within 3 hours of meter testing, a sample from the patient was tested in the laboratory using the stago method, resulting in a value of 3.2 inr. The patient's therapeutic range is 2 to 3 inr.